Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarm had occurred. The customer reported the latest occlusion occurred during basal delivery and the customer had since removed the pump. The customers blood glucose level was impacted 434 mg/dl. The customer took a manual injection to stabilize (bg) level. As the customer did not have the pump available at the time of the call with tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Multiple attempts have been made to contact the customer that have been unsuccessful.